Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the 2.7mm variable angle locking screws would not lock into the fourth most proximal hole of the 2.7mm/3.5mm variable angle lcp posterolateral distal humerus plates with lateral support. Both implants remained in the patient. The 4.0mm cannulated screw short and 4.0mm cannulated screw short thread 64mm were stripped or the cannulated hex screwdriver was stripped. A second set for another screwdriver was opened and the handle broke. Both screws remained in the patient. There was ten (10) minutes of surgical delay. The procedure outcome is unknown. The patient outcome was good. This report involves one (1) 4.0mm cannulated screw-short thread 64mm. This is report 3 of 6 for (B)(4).